Manufacturer narrative:
Insulin pump received with blank display due to interface board broken solder joint. Unable to perform the displacement test due to blank display. No button error alarm during testing. Insulin pump received with end cap broken off, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that the bottom of the insulin pump was coming off after the customer fell off the bike. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.